Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. Hyphema and infection are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient on anti-aggregating treatment and anticoagulant presented with a "massive hyphema" associated with corneal abscess which required enucleation. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. Reportedly, following a left eye (os) cataract surgery, one (1) stent was implanted due to intraoperative hemorrhage. Per report, the hyphema, characterized as grade IV: subtotal anterior chamber volume is related to an unknown abnormality of the angle and possibly anticoagulation, which resulted in elevated intraocular pressure (iop) and corneal blood staining. The report noted the patient was referred to the hospital for treatment where the abscess occurred, and the patient''s current status is unknown after being referred to the hospital.

Manufacturer narrative:
MFR# reference: 36533.